Event description:
Pt is described as obese. Original surgery date aug-05. The pt received a st360 spinal fixation system, from l5 to s1, consisting of the following: two 1.5x40mm polyaxial screws (p/n 07.00319.024) and two 1.5x45mm polyaxial screws (p/n 07.00319.025), four 10-1.2mm straight connectors (p/n 07.00295.004), two 5.5mm hods (p/n 7500-5510-00), one 5.5x27.5mm fixed pransveree connector (p/n 07.00401.008) and 4 locking mute (p/n 07.00326.001). No interbody devices were implanted. Pt experienced back pain and surgeon observation revealed two broken screws at s1 and no pasion at l5/s1. As of 06-june-06 no revision surgery has been completed. It is unk which screw size is involved in an accident or fell.

Manufacturer narrative:
The cause of this event is undermined. As described in the product labeling, the st360 spinal fixation system is intended to be used with bone graft, which is required to provide add'l support. Use of this product without bone graft or in cases that develop into a non-union eventually will be unsuccessful. A successful result is not always acheved in every surgical case. Posterior spinal fixation systems cannot withstand body loads without the support CT bone. In the event that bone is not provided to facilitate fusion, bending, loosening, disassebling, and/or breakage of the implants eventually will occur. The affected devices have not been returned to zimmer spine for evaluation. If add'l info is obtained to facilitate further investigation, a supplemental report will be submitted.